Event description:
Customer reported via phone call that their insulin pump was broken. The blood glucose reading is 166 mg/dl.

Manufacturer narrative:
Unit had broken battery tube threads, completely cracked end cap, broken reservoir tube lip, minor scratched display window and scratched case. Unable to perform the displacement test due to end cap damage. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.